Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported difference between sensor glucose and blood glucose values. And reported possible under delivery of the pump. Customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-386a, mmt-7040a. Troubleshooting was performed. Customer reported blood glucose value of 250 mg/dl and the sensor glucose value was 174 mg/dl. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a, mmt-386a, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, cracked battery tube threads, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.